Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. D4 revised.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary graft site to support the 53 year old female patient who had been admitted in with cardiomyopathy, and presented in scai stage d shock. The patient was on the support for 8 days when there was noted ooze at the impella site that was assessed. The patient was therapeutic on bivalirudin for anticoagulation. The team treated the site with quick clot gauze. No blood products were given. The pump remains on for support despite the ooze. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.